Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that at the time of anesthesia a smiths medical portex endotracheal tube had a balloon punctured and needed to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
One picture of the affected portex endotracheal tube was returned for analysis. Relevant documents were reviewed and deemed adequate. An audit of the production floor was conducted. Training records, bell out, fit inflation line, inflate cuff and pressure decay test operations were performed; no discrepancies. The bell-out, fit inflation line and pressure decay test operations were audited on 32 units; no discrepancies. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.